Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) generated heat and ¿became hot during charging.¿ it was stated that the ¿heat generation was only with the stimulator¿ and that ¿the recharger kit did not generate heat.¿ it was unknown whether there were any external factors that may have led or contributed to the issue. The charging speed was changed to a slower mode; however, this did not help with the heating. The issue remained unresolved at the time of report. It was suggested that charging be suspended if heat was felt and that the charging speed be changed with the patient controller. No further actions or interventions were reported. No further complications were reported or anticipated.